Manufacturer narrative:
Batch review performed on 11 february 2019: lot 155658: (B)(4) items manufactured and released on 09-feb-2016. Expiration date: 2021-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115), lot 161748: (B)(4) items manufactured and released on 11-may-2016. Expiration date: 2021-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: mpact 01.32.154dh acetabular shell ø54 two-holes (k132879), lot 157826: (B)(4) items manufactured and released on 25-may-2016. Expiration date: 2021-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721), lot 161696: (B)(4) items manufactured and released on 01-jun-2016. Expiration date: 2021-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact 01.32.6540 cancellous bone screw, flat head ø 6,5 l 40 (k103721), lot 162784: (B)(4) items manufactured and released on 24-jun-2016. Expiration date: 2021-06-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection, 2 years and 6 months after primary surgery, and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.